Event description:
It was reported that the system displayed kv on in error messages. This error may cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.